Event description:
A consumer reported blurry vision with cloudiness following an intraocular lens (iol) implant procedure. In a follow up, the consumer reported that she is seeing dots with a cloud at times; the surgeon informed her that this should resolve with time. She is also unable to drive at night due to halos around lights. Her surgeon informed her that she is experiencing with her cloudy vision is not related to the lens, but due to her astigmatism and this can be corrected. Additional info was received from the surgeon who reported that the pt's refractive error will resolve with treatment.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not verify a root cause. There have been no other complaints reported in the lot number. A completed questionnaire was received on 12/20/2013. (B)(4).